Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system failed when taking a shot. The fse determined the cause of the problem to be faulty interconnect and power supply. The fse determined the root cause of the communication error is faulty interconnect cable, replaced cable and verified system functionality. The interconnect cable sends data, video and power between the workstation and the mainframe. A failure of this cable/connection would result in the system not communicating with the c-arm and workstation. Based on age of the system, manufactured before 2008, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.